Event description:
It was reported that during a gastric bypass procedure, the device did not staple on the fifth firing. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.